Manufacturer narrative:
Without a not number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Complainant department engineer received call from pt: pt in 2003 underwent revision of a previous, poorly healed, left leg fracture, injury 1986. During the revision, the pt was implanted with a titanium rod and other stainless implants, reportedly, non synthes product. Post operatively, the pt experienced extreme fatigue and allergic symptoms. At the same time, he developed a red rash on the skin exposed to a titanium watch. Subsequently allergy testing was positive for titanium 3 and nickel 4. In 2008, all hardware was removed, however, allergic symptoms persisted. The pt fractured his hip on (B)(6) 2012 and was implanted with 3 synthes screws on (B)(6) 2012. The pt is now in a rehab facility and is experiencing extreme fatigue, and muscle pain and cramping in the jaw and neck. The pt's surgeon has told the pt that the implants must remain in place for 1 year. (B)(4). The pt asked if there were available implants that did not contain either nickel or titanium. He requested a letter with the material composition of those screws which was sent on (B)(6) 2012. He made a point of saying he was not complaining about the doctor or the implants, just that he needed to know the composition to see if he needed them removed. The pt was referred to his physician regarding the implants. This is 2 of 3 reports for this event.